Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 28 mg/dl at the time of the incident. The customer was at 132 mg/dl at the time of the call. The customer was given glucose drinks to treat. The customer experienced symptoms such as collapsing and loss of consciousness. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was completed. The customer thinks the recalled sets may have caused their lows. The customer also had 2 other low incidents in the week prior to the current event. The insulin pump will not be returned for analysis.